Event description:
It was reported; the side of pliers chipped away after minor use. It was reported the pliers are still functional, but replacement has been requested. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the pliers has shown that holding surface in the front is indeed damaged. The edges of the very front of the pliers have been broken away. Further, investigation regarding the manufacturing documents shows conformity to the specifications. No product fault could be detected.